Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to the use of mitra products by the patient. The same day as the event onset, the patient was hospitalized and treated with imipenem injection (500mg, once daily, intraperitoneal, discontinued) and amikacin injection (50mg, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events (on an unknown date). H10: based on additional information received, the pd disposables was determined not to be a factor in the reported adverse event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the events were not reported. The patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal), amikacin injection (100mg, start dose, followed by 50mg, one bag per day, intraperitoneal) and cisnam injection (500mg, one bag, per day) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.